Manufacturer narrative:
The product analysis findings do not indicate a manufacturing related defect. As per service max work order number # (B)(4) for 106a3/ n6234: no issues could be found with tank or nut assembly. The customer did not tighten the tank nut enough after changing tanks. The nut was only tightened to finger tight tension. When the customer turned the tank valve on, the gas leaked out, forcing them to scramble to close it. This is how the burn took place. Service was performed on tank changing and safety. In conclusion, the related issue was due to not fully tightening the nut of the tank. Both cylinder threads and hose nut assembly had no issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a staff member at the hospital received a burn from the nitrous oxide. The hospital staff member with the burn did receive medical care at the employee health facility onsite. Service has been scheduled to inspect both takes on both cryoconsoles as it is unknown which tank/console unit contributed to the skin burn. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.